Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling the cartridge with insulin. The customer changed multiple syringe needles and multiple cartridges to resolve the issue. Additionally, it was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer's blood glucose was 75-81 mg/dl reportedly, the customer continued to use the pump for insulin therapy.